Manufacturer narrative:
Philips service replaced the geo io box and amc ecat drive, secured the cable connection, and tested the system, which is now fully operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the geometry was auto-restarting intermittently on a azurion 7 b20. The clinical use of the system was unknown. There was no reported patient or user harm.